Event description:
After the catheter was inserted, the nurse grabbed the telescope shield and the wire came off of the handle. There was no pt injury or problems due to incident.

Manufacturer narrative:
The sample will be sent for the investigation. Upon completion of the investigation, a supplemental report will be submitted.